Event description:
It was reported that the user experienced a brief sensor issue when attempting to start a new dexcom g7 with the ilet after removing the prior sensor, resulting in a pairing failure; troubleshooting steps included app pairing attempts, bluetooth cycling, device restarts, and mode toggling, and the user later observed the sensor needle was not inserted and replaced the sensor, after which warmup began and the user was transferred to dexcom. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure associated with the electrical and magnetic system and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.